Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient did not get relief from the pump the after implant in 2023. Troubleshooting: ¿medical was change, dye study attempted in office, but the date was unknown.¿ the pump had been alarming since (B)(6) 2024. The troubleshooting took place in operation room (or) with use of catheter access port (cap) needle, 3cc syringe, omnipaque and pf normal saline. Aspiration was not successful. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the pump was replaced. Outcome: the issue was not resolved. The patient medical history was unknown. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780 lot/serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.